Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found no problems with instrument's accessories. Fse pipetted a dummy plate and received multiple 305 errors on multiple tips including tip #9. Fse performed tip pick up and eject verification and inspected tip clamp and plunger clamp holding forces. Fse replaced cable 70. Instrument passed all parameters. The instrument was tested without further problem and was returned to expected operation.